Event description:
Patient reports both batteries are not powering on monitor. Both batteries are charging properly in charging station. Confirmed battery is properly inserted into wcd system. Wcd role in the event is pending evaluation of to-be-returned device.